Event description:
The customer reported the tip of the scope was flaking under a microscope during an unspecified diagnostic procedure involving an olympus rhino laryngo videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.